Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace, bleeding lcd glass and corroded motor home switch. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump had unresponsive buttons. Blood glucose reading was 177 mg/dl. The customer was at the gym and noticed that moisture in the form of sweat went into the display window. Customer stated there was ramping up of numbers without input. Advised that the insulin pump will be replaced. Nothing further reported.